Manufacturer narrative:
On 02-jan-2026, intuitive surgical, inc. (Isi) followed up with the site to obtain additional information, however, no further details could be provided regarding the reported event. Isi did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed, and the complaint was not confirmed by failure analysis. The customer reported that the scissors were not moving correctly and that the gears were getting stuck. Failure analysis could not verify the reported issue. Visual inspection found no damage, and in-house testing confirmed the instrument functioned normally, passing recognition, engagement, range of motion, grip, and cut tests. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis result.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument were not moving correctly. Gears were getting hung up. The procedure was completed but the patient outcome was not applicable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.